Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a follow-up in-clinic. During interrogation, the patient's pacemaker exhibited elective replacement indicator (eri) due to high capture thresholds on their right ventricular lead. No intervention was made. Patient was in stable condition.